Event description:
It was reported that the patient has an increase in seizures. Generator. No additional relevant information has been received to date.

Event description:
It was reported that patient was replaced prophylactically, the explanted product was noted to be discarded. No other relevant information has been received to date.

Manufacturer narrative:
B1. Adverse event, b2. Outcome, b5. Describe event or problem, h1. Type of reportable event, h6. Adverse event problem codes; corrected information; initial MDR inadvertently submitted incorrect type of report.

Event description:
The patient was referred for generator replacement surgery and increase in seizures was reported by patient during preparation for surgery. No known surgical intervention has occurred to date.